Event description:
An endurant and aneurx stent graft systems were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The patient reported that there was a secondary intervention performed. The patient stated that one of the devices that was implanted going down the leg had become occluded which was seen via an ultrasound and that the patient had a surgical repair performed. The reported occlusion was resolved. No clinical sequelae were reported. The review of several returned still images showed that there appears to be occlusion in one of the iliac limbs. The extent or cause of the occlusion could not be determined from these images.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films); evaluation, results: inherent risk of procedure (occlusion), (unknown cause of event); evaluation, conclusion: (unknown cause of event).